Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, high voltage cable, and collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a collimator iris potentiometer error and locked up prior to case. No pt injury was reported.